Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event, and type of reportable event have been updated to reflect that surgical intervention did not occur as previously reported, and no surgical intervention has been planned. The evaluation codes have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 40 mg/ml of bupivacaine at 13.18 mg/day, 2.1 mcg/ml of prialt at 0.69 mcg/day, 2000 mcg/ml of baclofen 659 mcg/day, and 1.5 mg/ml of dilaudid at 0.49 mg/day. It was reported the hcp encountered a refill issue on (B)(6) 2018. The rep reported the patient had a refill on the day of the report on (B)(6) 2018 and the pump was difficult to aspirate from. However, the hcp did feel they were able to get close to the residual volume they were expecting. The rep reported the hcp could only get 10 milliliters (mls) into the reservoir so they tried to aspirate. The hcp was able to aspirate but it was very slow, about 5 mls over roughly an hour. Proper needle orientation was confirmed. The manufacturer¿s refill kit was being used. The hcp attempted the locked value procedure (holding negative pressure). The hcp also tried removing syringes full of air. The hcp checked the kit tubing patency and needle patency. Eventually the hcp used a smaller 5 ml syringe to inject or push 5 mls of salineinto the reservoir. A 20 ml syringe was then attached to the extension tubing and they pulled back 5 mls until they saw bubbles and felt the reservoir was empty. This left maybe 5 mls unaccounted for, but the doctor hypothesized that they could have gotten that volume back during the hour they spent trying to aspirate out the initial 10 mls placed in the pump. The hcp then filled the remaining 5 mls of drug that they had available. The 5 mls went into the pump without issue. It was calculated that the refill interval would be about 9 days and the hcp planned to bring the patient back in to refill them with more drug in the future around the low reservoir alarm date. No symptoms were reported. It was reported that prialt had recently been added to the admixture. Previously it was just the three other drugs listed above. Technical services provided examples of a lateral x-ray view of the pump and reviewed the bellows should be even in order to help confirm that the bellows are intact and not damaged in any way. It was reviewed that the patient had not been exposed to a hyperbaric environment or gone scuba diving. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity. Information omitted pertaining to manufacturer report 3004209178-2012-12211 ¿ infection and manufacturer report 3004209178-2016-00991 ¿ previous valve lock. It was reported that a patient went for a refill with their hcp and the hcp was not able to aspirate old drug and fill the pump. The hcp attempted to aspirate for 15 minutes, but the pump never unlocked. The patient had another lockout previously and the hcp did not want to replace the pump. The event occurred during a normal refill appointment. The hcp was aspirating the pump and holding negative pressure with the syringe in order to unlock; this was attempted several times. The hcp was not able to aspirate or fill the pump. The issue was reported as not resolved and the patient status was alive with injury. Surgical intervention was planned and the patient was being referred for pump replacement by a different hcp. The details of the injury were the pump was locked out and the hcp was attempting to refill the pump and remove old drug; the hcp attempted to aspirate for 15 minutes, but the pump never unlocked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.